Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information requested and the following was obtained: just for clarification, when the device had to be pulled and twisted to remove it from tissue in the closed position, did the device jaws eventually open? Or did they remain closed after they were removed from the tissue? In response to the question about the jaws popping open or staying closed. Unknown.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon stated that upon deploying the fourth clip on the cystic duct, the device locked on the tissue in the closed position. It did not spring open. He had to pull and twist the device in order for it to let go. He also noted that the indicator window on the town of the handle was orange. He tried to fire the device outside the trocar and it was locked out. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # p91454. The analysis results found that the el5ml device was returned with no damage in the external components. In addition, the tyvek was returned for analysis. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 5 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.